Manufacturer narrative:
The company cartridge was not returned. Two photos were provided. It is unknown which photo belongs to this file. The first photo showed an implanted lens with an I/a tip over the top of the optic. A line or mark was visible to the right of the I/a tip. Unable to determine the nature an origin of the observed line. The second photo showed an implanted lens with an I/a tip over the top of the optic. A line or mark was visible to the left of the I/a tip. Unable to determine the nature an origin of the observed line. Complaint and product history records were reviewed and documentation indicated the product met release criteria. The lens diopter was not provided it is unknown if a qualified diopter was used. A qualified handpiece as indicated with a non-qualified viscoelastic. The company cartridge was not returned for evaluation. The root cause for the reported lens damage may be related to a failure to follow the IFU. A non-qualified viscoelastic was indicated. Two photos were provided. It is unknown which photo belongs to this file. Both lenses had a line or mark visible. The nature and origin of the observed line or mark could not be determined from the photo. The IFU instructs the company iol delivery system is for implantation of qualified company foldable iols. No lenses should be used with the company iol delivery system. The company cartridges are qualified for use with compatible company handpieces for the surgical implantation of company qualified foldable iols. Company foldable iols are qualified for use with an company qualified delivery system (handpiece and cartridge) and ophthalmic viscosurgical device (ovd) combination. The use of an unqualified combination may cause damage to the iol and potential complications during the implantation process. The IFU instructs to completely fill the cartridge with ovd immediately prior to loading and delivery of the lens. Do not attempt to load the lens without adequate ovd in the device. Not adequately filling the device with viscoelastic will result in inadequate coverage of lens and the lens fold path with ovd, which may result in damage. The IFU instructs: using holding forceps, grasp the lens by the optic edge and gently place the lens anterior side up into the back of the ovd filled cartridge. The lens should be inserted until the optic is a little more than halfway inside the cartridge. Use the holding forceps to gently push down on the lens, verifying that the lens is on the bottom surface of the cartridge. Using holding forceps, take the trailing haptic, and gently fold the haptic onto the anterior side of the optic. Slowly grip or push the optic edge to position the lens as far into the cartridge as the forceps will permit, while ensuring the lens remains on the bottom surface of the cartridge and the trailing haptic remains on the optic. Failure to follow these steps may cause the lens to advance incorrectly causing delivery issues and or damage. File will be reopened if the sample or new information is received. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.

Manufacturer narrative:
Corrected information provided in h.6., and h.11. Correction: on initial MDR the product code of a0202 was an error. It should have been a0415 on the original MDR. Additional information was provided in h.3., h.6. And h.11. A product was not returned for analysis. Complaint history and product history records were reviewed, and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.

Event description:
A healthcare professional reported that during the iol implantation process after cataract removal, iol scratch was found when the iol entered the crystalline lens. The lens was not removed from the patient eyes, currently implanted and surgery was completed. All company cartridge units with scratches were disposed. Additional information has been requested.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.